Event description:
It was reported that the patient experienced bleeding at the access site. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 20mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. After the was was removed from the patient, the patient experienced excessive bleeding from the access site. The patient made a full recovery from this event and was discharged from the hospital. No other complications were reported to have occurred.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman trusteer? Access system was not returned; therefore, device analysis could not be completed. Media review: procedural media was provided to aid in the investigation and was reviewed by a bsc representative. Based upon medical review assessment, the data available reasonably suggest that the clinical event is anticipated in nature and severity as per the instructions for use (IFU). Device history record review: a review was completed of the device history records (DHR) for the watchman trusteer? Access system, part # m635tu90050 batch # 0033996666. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman trusteer? Access system IFU lists potential complications, risks and adverse events that may be associated with the use of this device which include hemorrhage, major. Risk review: a risk review was completed and confirmed that the event of hemorrhage, major was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
Reported via patient care line. It was reported that the patient experienced bleeding at the access site. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 20mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. After the was removed from the patient, the patient experienced excessive bleeding from the access site. The patient made a full recovery from this event and was discharged from the hospital. No other complications were reported to have occurred.